Event description:
Reporter reported that the minicap was loose. Although the patient twisted the minicap firmly, it came off and lead the tip to be contaminated. There was no patient injury or medical intervention reported.